Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed that filter dialysate port was broken, which allowed the reported leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the observed housing damage was determined to be related to mechanical shock applied to the product during shipping, transport, and/or improper storage. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex st100 set, an external fluid leak was observed from the filter screwed connector at the set support plate. There was no patient involvement. No additional information is available.